Event description:
The pt was treated post-op with a drain system of which two ports were discovered not to be patent. The pt developed a hematoma requiring an increased length of stay. Product exterior packaging carried a notice to insure patency of canister anti-reflux valves by inserting a blunt 8-10f instrument through the valves prior to product use. Staff followed setup instructions inside the package; those instructions did not include the same notice. All such product in stock was returned to the vendor; new product does not carry such a notice on its packaging.